Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused throat cancer. Section h - health impact grid has been corrected to reflect the serious illness/injury.

Manufacturer narrative:
The manufacturer received new information that the device has returned to riql as of 03/07/2024 pending evaluation. In this report box b and box h have been updated. Device returned but not yet evaluated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused throat cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused throat cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 01/24/2025. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that evidence of sound abatement foam degradation/breakdown was not observed in this device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil observed customers humidifier heater plate did heat. Pil used a pil supplied known good heated tube on the customer¿s humidifier. Pil observed the pil supplied known good heated tube did heat. Pil also observed that ui (users interface) knob broken, the air outlet port had dust-like contamination in it, air inlet had tan dust-like contamination in it, pca (printed circuit assembly) had dust-like contamination all over the top of it, dust-like contamination on the top of the blower box lid and surrounding area., dust-like contamination on the top of the blower motor and inside of the blower box, bottom enclosure had dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it, the sound abatement foam was intact and had dust-like contamination on top of it. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Pil observed the following from an internal and external inspection of humidifier - flip lid seal had unknown dark contamination on it, tan dust-like contamination, throughout humidifier enclosure, unknown tan and white dust-like contamination on and under the heater plate, unknown white dust-like contamination on the dry box seal, unknown dust-like contamination inside water chamber, water tank lid latch broken, unknown brown dust-like contamination in the iso port. The contamination found in the humidifier enclosure are considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil observed the following from an internal and external inspection of modem - device recognizes a modem is connected. Dust-like contamination on inside of enclosures, dust-like contamination on pca. No other modem data available. Pil was able to get care orchestrator information from device. Pil was unable to address the symptoms specified. The results of this investigation do not impact the calculated risks. Section g3 has been updated. In addition, appropriate code updated/corrected.